Event description:
It was reported that pump battery depleted too quickly since customer first received pump. No information was provided regarding impact to customer¿s blood glucose level. Customer declined troubleshooting because pump was already being replaced due to battery not charging, agreed to monitor replacement pump and to call back if same issue occurred, and case was closed with no further action required.